Event description:
Pump ms3 (B)(4), maintenance 2.6.20, rate 0.05 ml/hr. Patient spontaneously called reporting that pump portion where cartridge cap screws on is broken and cap would not screw on; pump will be replaced, patient using back up pump in the meantime. Is the actual device available for investigation? Yes. Did we replace the device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by: patient/caregiver.